Manufacturer narrative:
(B)(4). As the sample is not within our requirements we assess this complaint to be justified. Corrective measures regarding flow rate issues have been initiated and are documented under (B)(4). Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
(B)(4). We received one used (filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed at the sample and the patient connector was not closed, the original wing cap was not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. A functional test respectively a leak test was carried out. After waiting for 60 minutes the pump did not work (solution was not running).leakages were not detected on the received sample. The received sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): slow flow or no diffusion. Drug: 5fu.